Manufacturer narrative:
The recipient was reportedly prescribed fucidin antibiotic ointment for one week of treatment. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and the redness issue has resolved. This is the final report.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and the redness issue has resolved. This is the final report.

Event description:
The recipient reportedly experienced redness at the implant site. The recipient was recommended temporary non-use of the device and prescribed an antibiotic ointment.